Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) developed a pneumothorax following implant of the device/lead system, requiring surgical intervention and the placment of a chest tube. The pneumothorax was evacuated, and the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Guidant (now boston scientific) received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) developed a pneumothorax following implant of the device/lead system, requiring surgical intervention and the placement of a chest tube. The pneumothorax was evacuated, and the patient was discharged from the hospital in stable condition. The device was explanted 65 months later for normal battery depletion and replaced, with no adverse effects, and no subsequent issues reported after the pneumothorax evacuation.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Analysis of the returned device is pending.